Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, current test basic occlusion, occlusion, prime and excessive no delivery test. Pump was programmed the date/time and with multiple bolus wizard deliveries and monitored. All bolus delivered completely with their indicated amount and were properly recorded in the bolus history screen with the correct time and date setting noted. No check setting anomaly, no prime/fill anomaly, no blank display anomaly and no unexpected battery power loss anomaly noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to exit the preparing to prime loop. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer was advised to hold down the act button until they receive the second series of beeps and number appear on the display. The customer stated that they did not receive the second series of beeps nor did numbers appear on the screen. Additionally, the customer reported that they had two off no power events in her alarm history. The customer reported that they did receive a low battery alert prior to the off no power alert. The customer stated it was less than 24 hours from the low battery alert to the off no power alert. The new battery did not resolve the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.